Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2020, the patient was at the hospital for a breathing test when he reported that he did not feel well, like his blood sugar had dropped. He performed a bg and his bg was 40 mg/dl; however, his cgm displayed 80 mg/dl. He was taken to the emergency department (ed) for treatment; four glucose tablets and food and released three hours later. At the time of report, the patient was doing good. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.